Manufacturer narrative:
The pump was received with a blank display due to a corroded electronic assembly. A corroded motor assembly was noted during visual inspection. Unable to confirm the motor error alarm or perform the functional testing due to the blank display. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had motor error alarm. The customer states the pump had moisture damage and fluid under the lcd display. The customer states the pump had blank display. The customer's blood glucose level at the time of incident was 58mg/dl. The customer's most current level was 72mg/dl. The customer treated the lows with food. The customer was advised the pump would be replaced and returned for analysis.